Event description:
A nurse contacted baxter's technical service center and indicated that she unhooked a supply bag and tried connecting a new bag. No patient injury or medical intervention was indicated at the time of the initial report. No additional information is available.